Manufacturer narrative:
Date sent: 10/23/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric band procedure during insertion of a small allergan lap band through the trocar the duck bill seal tore compromising pneumo. The band was being inserted with a 5mm lap grasper. Continued on with procedure with damaged trocar. There were no adverse consequences to the pt.